Event description:
The sales reported that the device overheated, it was not specified during testing or a during a case.  There was no patient impact, no associated procedure, no delay or adverse consequences.